Manufacturer narrative:
Upon reception of the subject tablet the reported issue was not confirmed. It was impossible to interrogate an eno without any problem observed. The reported issue is most probably related to the cpr3h or a damaged dongle used in the field. The cpr3h and the dongle were not received for investigation, so no additional findings are available. The tablet was sent to the repair center to follow the normal workflow of repair and will return back to the field. No general malfunction of the smarttouch tablet is suspected. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it was impossible to interrogate patients.

Event description:
Reportedly, it was impossible to interrogate patients.